Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received an elective replacement indicator. No intervention has been decided yet.

Manufacturer narrative:
Additional information: type of reportable event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient reported therapy is effective.